Event description:
It was that the doctor replaced a 7.5mm single-use tracheostomy tube. During the replacement, no foreign objects were found at the subglottic suction port of the tracheostomy tube. On february 27, when the nurse was suctioning the patient, she found a foreign object at the subglottic suction tube of the patient's tracheal cannula. The nurse immediately reported it to the attending physician and replaced the tracheal cannula with a new 7.5mm one. The foreign object was removed from the subglottic suction tube of the replaced tracheal cannula. Upon inspection, it was found to be made of plastic, intact, with no signs of breakage or fragmentation. No adverse effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.